Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the not-sterile lot number, and no non-conformances were identified. Product code#: (B)(4). Lot #: 909p142 manufacturing site: mezzovico release to warehouse date: 28 jun 2022 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from south korea reports an event as follows: it was reported that on (B)(6) 2022, the psi in question was removed due to an infection in the patient¿s operated area. The patient outcome is that the cranioplasty must be performed again. No further information was provided. This report is for a psi sd800.435 peek implant. This is report 1 of 1 for (B)(4).